Event description:
It was reported, the noise was detected on the right atrial (ra) lead via remote monitoring. After the pocked was opened, insulation damage was observed. The physician noted, an arching with electrical current applied via electrocautery (bovie). The ra lead was explanted and replaced.